Manufacturer narrative:
Date initial report sent: 10/07/2009.

Event description:
Procedure type: lavh. According to the reporter: the blue tip in the trocar broke off, the piece was next to the white plastic blade. The scrub tech noticed the missing piece after the patient went to recovery. The case was completed with a competitive trocar. Patient was not x-rayed, patient was not brought back to the or and staff was more than likely sure the piece was not in the abdomen. Patient did have a CT scan taken and the piece did not show up. There was no report of unanticipated blood/tissue loss, or extended or time. No patient injury was reported.